Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient presented at the emergency room after receiving shocks preceded by dizziness, and momentarily passing out. Upon coming through, after receiving the shocks, the patient was noted to be in normal sinus rhythm (nsr), with left bundle branch block (lbbb) and no bi-ventricular pacing. It was also noted that the patient had no p-waves. Device interrogation revealed a ventricular fibrillation episode, and upon receiving a shock, atrial sensing had been immediately lost. In addition, the right ventricular lead exhibited noise, and the physician was suspicious of device header malfunction. Several days later, the right ventricular lead appeared to have dislodged. The device, right ventricular, and left ventricular leads were explanted, and it was noted that the implant pocket appeared to be infected. Days later, a new device and leads were implanted. No further patient complications have been reported as a result of this event.